Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had a revision surgery 2 days before. The patient is complaining of clicking of the right hip. It was felt she may have some metal impinging in the hip and it was felt she would benefit from revision in order to decrease the clicking, decrease risk of dislocation and increase the longevity of the prosthesis. Operative findings: when the hip was extended and externally rotated, the metal body of the profernur r did strike the posterior rim of the shell. It made a clicking noise but did not dislocate the ball because of large distance. Decreased offset with metal body impinging on the metal shell. Non revised products: product ID: sphs8000 profemur® r 135mm.stem size 10 mts.finish straight/taper/ lot no.: 07493194/ qty: 1. Non mpo products: stryker mdm 58-mrn, 58 / 46 metal liner, 46-mrn poly ball, 30-mrn acetabular screws & 35-mrn acetabular screws.